Event description:
Procedure: low anterior resection. According to the report: the instrument misfired. These was no pt injury reported. Only one donut was formed, unevenly (from distal rectum as this was an open procedure). Anastomosis appeared to be fine with no leak. There was no blood loss or unanticipated tissue damage noted; however, the procedure was extended more than 30 minutes.